Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head detached in mouth and exposed steel wires [device breakage]; no adverse event [no adverse event]. Case description: a husband reported via e-mail on 07-jun-2016 that when his wife of unspecified age was cleaning her teeth with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b brushhead, version unknown detached in her mouth and exposed steel wires. No symptoms developed.